Event description:
The manufacturer received information that a patient with a rep dreamstation st30 device passed away in (B)(6) 2023, and the patient's son wanted to return the replacement device he received for his father as it is not needed. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously received information that a patient with a rep dreamstation st30 device passed away in (B)(6) 2023, and the patient's son wanted to return the replacement device he received for his father as it was not needed. The device was returned to a third-party service center for investigation. There was no valid complaint to be reproduced. No device problem was found. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. The manufacturer has updated section h in this report.